Event description:
A malfunction alarm was reported with a fault indicated as malf 0. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.